Event description:
A hospital in (B)(6) reported that the" head moulding" of two iw910 mobile infant warmers were cracked. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that the" head moulding" of two iw910 mobile infant warmers were cracked. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Serial numbers: (B)(4). We are currently attempting to retrieve the complaint device. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Serial number: (B)(4). The complaint infant warmers were expected to be returned, the customer has since advised that they will not be returned to our regional office in the USA. Although the complaint devices have not been returned, previous complaints of similar nature received from the same healthcare facility identified cracking and crazing of the infant warmer heads to be caused by incompatible cleaning solutions. It is possible that the cracking and crazing of the complaint warmer heads are related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the heater head. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base; caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces. As part of continuous improvement, on (B)(6) 2010, we changed the material used in the manufacture of the head housing to one that offers greater resistance to environmental stress cracking. We also revised our cleaning instructions to recommend specific proprietary cleaning wipes.